Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self test. Repeat testing was performed and generated positive results. Pcr confirmation testing was performed and generated negative results. Although requested, additional information, including patient treatment and outcome was not provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 155243a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part 195-160/195-260/ lot 155243 and device part number 195-430wl/lot 150380. Quality control release testing met specifications with no false positive results observed. The current overall incident rate for false positive results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is(B)(4). Abbott diagnostics scarborough was unable to determine an assignable root cause, however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.